Event description:
It was reported that last week a subcutaneous infection was detected both at the xiphoid and the pocket wounds (the patient's electrode had recently been replaced). Due to the advanced state of the infection, the physicians decided to explant the whole system. Additionally, a bloodstream infection was detected last week, but physicians consider it to be unrelated to the device infection. Still, results showing the colonizing bacteria are still pending, which will show if there is any correlation between both infections. An update will be provided once the results come in. A transvenous ICD will be implanted a few weeks from now. No additional adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that last week a subcutaneous infection was detected both at the xiphoid and the pocket wounds (the patient's electrode had recently been replaced). Due to the advanced state of the infection, the physicians decided to explant the whole system. Additionally, a bloodstream infection was detected last week, but physicians consider it to be unrelated to the device infection. Still, results showing the colonizing bacteria are still pending, which will show if there is any correlation between both infections. An update will be provided once the results come in. A transvenous ICD will be implanted a few weeks from now. No additional adverse patient effects were reported.